Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the humeral head and humeral component positioned too far superiorly at index surgery. Patient also had deficient rotator cuff. Humeral head and proximal body explanted and revised to deltaxtend. Doi: 2014. Dor: (B)(6) 2018. Left shoulder.